Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were low impedances/shorts. The impedance check showed that electrodes 10,13,15 where all open and not to be used. The rep performed an impedance check. The rep then programmed the patient not using the effected electrodes. Patient is doing well and feeling stimulation again. The issue was resolved. 2023-jan-19 e1 (rep): additional information was received from the manufacturer representative (rep). The rep cannot remember the im pedances values.

Event description:
Electrodes eight through 15 are all over 10,000. Rep reprogrammed patient's stimulator not using those electrodes. Patient has sufficient stimulation. She will think about a lead revision and get back to rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported, that the patients battery reached eri. And patient elected to have her 565 (lead) replaced. As well, due to several contacts being bad. The old 565 was successfully removed. And the new 565 placed directly in its spot with no difficulty. The old 565 was visibly fractured at the anchor site. The cause was not determined, pt denied any adverse events.

Manufacturer narrative:
H6: previously reported, annex f code, f26 is no longer applicable to the event. Continuation of d10: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead, product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.